Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer's comment, however the main printed circuit board was replaced as a preventive measure and it was additionally noted that its hanger assembly was broken, its on/off and lock buttons were "soft" (out of specification in a mechanical manner) and the batteries returned with it measured low. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and it passed its final tests.

Event description:
It was reported that while connected to the external pulse generator the patient experienced ventricular fibrillation and advanced cardiac life support protocol was initiated. When the pacemaker strips were reviewed it was discovered that the patient had experienced an r on t pace. The generator was replaced and the patient transferred to a higher level of care however the following day the patient expired. The generator has not been returned for service. It was further reported that the generator was returned to service.